Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part number: 03.812.004, lot number: 52p2035, manufacturing site: haegendorf, release to warehouse date: 29 june 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the applicator knob (part #: 03.812.004, lot #: 52p2035) was returned and received at us customer quality (cq). Upon visual inspection, there was a foreign substance was observed on the device and it is most likely blood stains as when wiped with a cleaning wipe, it was able to be removed. No other issues were identified with the device. Functional test: functional testing of the received device was performed at cq. The outer shaft (03.812.001, 23p7879) was assembled and disassembled with an applicator knob (03.812.004, 52p2035) and the applicator inner shaft (03.812.003, 30p9432) as intended without any issues. The applicator outer shaft and the applicator inner shaft are investigated separately. Can the complaint be replicated with the returned device(s)? No. A functional test of the returned devices determined the devices to function as intended. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq as the complaint condition could not be replicated and the devices functioned as intended. Document/specification review: the following drawing(s) (current and manufactured to) were reviewed: tightening nut cpl no design issues or discrepancies were found during this investigation. Complaint confirmed? No. Investigation conclusion: the complaint cannot be confirmed for the applicator knob (part #: 03.812.004, lot #: 52p2035) as the devices passed the functional test and functioned as intended. However, there was a foreign substance observed on the device. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Initial reporter address line 1: (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during the procedure the surgeon could not open the implant holder. After a few turns, the knob became stuck on the applicator outer shaft and it took a lot of force to open it. There was no impact to the patient. This report involves one (1) t-pal spacer applicator knob. This is report 3 of 3 for (B)(4).